Manufacturer narrative:
(B)(4) - removal of device, device breakage.

Event description:
Central line placed. Chest x-ray revealed guide wire extending from superior vena cava into right atrium. Guide wire retrieved in interventional radiology. No additional information was provided. Guide wire retrieved in interventional radiology.